Manufacturer narrative:
The na electrode lot number is aqr09. The electrode expiration date was requested, but not provided. Calibration and controls were acceptable. Upon review of the alarm trace, abnormal aspiration and sample foam detection alarms were observed. The field service engineer determined the ise nozzle was contaminated. The ise flow path was cleaned and the nozzle tubing was addressed. Calibration, controls, and precision studies were performed. No further issues occurred. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas pro ise analytical unit. Quality controls recovered outside of range even after re-calibration. Patient samples were repeated on a second analyzer. The customer provided data for one patient sample with discrepant na results. The repeat value was deemed correct. The sample initially resulted in a na value of 140 meq/l and repeated as 158 meq/l.